Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not always turning back on after changing battery and has unexplained no delivery alarms. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened act button dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify battery out limit, no delivery alarms due to unresponsive button. (B)(4).